Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The patient device interaction problem was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible (as reported by the account) that the partial occlusion may have been caused by calcification. It is also possible a back wall occurred; however, these cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a large-bore sheath, and the interventional procedure was completed. Reportedly post procedure, a femoral angiogram was taken and it was noted that the common femoral artery was semi-occluded. The occlusion was treated surgically. In the physician's opinion, the footplate of both prostyle devices caught on the calcium on the anterior wall and caused the issue. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.